Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a mildly calcified and tortuous left anterior descending artery. The apex push otw 15mm x 1.50mm balloon was taken over the guide wire and was inflated. It ruptured at ten atmospheres. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as ok with no complications reported.